Manufacturer narrative:
A sample has not been received for evaluation; therefore, the condition of the product could not be verified. The device history records for the component lot was reviewed. No abnormalities that could have contributed to the complaint were found during the review. The associated lot was released based on the manufacturer's acceptance criteria. A root cause has not been identified. All knives are 100 percentage inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A customer reported that the knives presented some problems because they are dull. Additional information has been requested, however none has been provided to date. This is the last of three reports for this facility.